Manufacturer narrative:
(B) (4). Training record of surgeon was confirmed. General history of similar devices from controlled inventory was considered. Deviations from recommended technique were also considered.

Event description:
Bowel injury. Injury appears to be due to deviations from the recommended procedure committed by the surgeon.